Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through radiographic inspection, which indicated component migration secondary to particle disease from polyethylene wear debris. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient has been indicated for revision approximately 15 years post-implantation due to pain caused by acetabular component migration and poly wear. No revision has been reported to date.